Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault) was confirmed. Upon investigation the monitor was unable to complete incoming functionality testing. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.